Event description:
The facility representative reported a colleague infusion pump with failure code 814:02. Following a review of the pump's event history, the failure code 814:02 was determined to have interrupted delivery. This alarm occurred twelve times. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. The customer reported that the date of the event was (B)(4), 2011; however, according to the event history, the event occurred on (B)(4), 2011.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 814:02 was confirmed during product evaluation in the pump's event history. This condition was caused by a defective pumphead module. The pumphead module was replaced to correct the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter will continue to monitor similar reports to determine if further actions are required.